Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6 h4: device manufacture date - the lot was manufactured between february 15-20, 2024 h11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the blue winged luer cap was missing from the sample. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of a large volume infusor was not attached to the distal luer. This was noticed when the package was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.